Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Correction: b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle and the tip cover was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was foreign material inside of the air/water nozzle and the tip cover was burnt. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the burnt tip cover. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the event occurred when physical stress was applied to the insertion part, causing the forceps channel to collapse. The event can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope 4.3 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the [product] exhibited [reportable event]. There was no patient involvement.